Manufacturer narrative:
The device was received for evaluation. The exposed portion of the soft cannula was found to have a tear and caused leakage, as fluid was observed exiting the tear. There was no other damage found with the device. The external cannula tear has been identified as the root cause of the leaking during wear. The lot release records were reviewed, and the product lot met all acceptance criteria.

Event description:
It was reported that the patient¿s blood glucose level rose to 300 mg/dl (16.7 mmol/l) between 5 and 24 hours of wearing the pod. The patient¿s mother reported the pod was leaking insulin, and the adhesive was found to be wet. The pod was removed from their arm. As treatment, a new pod was applied. The device evaluation found a tear in the cannula.